Event description:
A customer reported issues with a battery depletion. However, there was no reported impact to the customer¿s blood glucose level. The customer declined a callback from technical support, and logs needed for further analysis were not uploaded, leading the task team to close the case.